Manufacturer narrative:
Patient dob not provided for reporting. Unknown when non-union occurred. This report is for two 5.0 mm locking screws/unknown lot number. Other (B)(4) lot number unknown. UDI unavailable. Patient was implanted with a tibial nail and two 5.0 mm locking screws in 2013, actual implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. The 510k#: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch

Event description:
It was reported that a patient was implanted with a tibial nail and two 5.0 mm locking screws in 2013. On an unknown date, it was noted that the patient did not heal and has a nonunion. Patient underwent revision surgery on (B)(6) 2018. There were no issues with the hardware, no breakage or loosening. The nail and locking screws were easily removed and patient was revised to another nail and locking screws. There was no surgical delay. Routine intra-operative x-rays standard for the procedure were taken. The procedure was completed successfully and the patient was reported to be stable. The hospital will retain the explanted hardware. This complaint involves two devices. This report is 2 of 2 for (B)(4).